Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the response buttons were intermittently non-functional. The cause for the failure was isolated to contamination on the response button switches, which caused the response buttons to be unable to activate the device. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.